Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose readings have been running high and the pump is not alerting or alarming to any potential delivery issues. The patient's blood glucose the previous day exceeded 500 mg/dl and 600 mg/dl. He treated by changing the infusion set and bolusing; he stated that nothing appeared wrong with the old infusion set either. When the customer woke the morning of the phone call his blood glucose exceeded 300 mg/dl without him having eaten anything. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its components for damage and functionality. The insulin pump passed both the self test and the displacement test, and he declined to perform the self test so as not to waste anymore infusion sets. The customer was advised to execute a complete set change and treat per health care provider's instructions. No products were shipped or returned.